Event description:
It was reported that the patient's blood glucose level was greater than 250 mg/dl with ketones of 0.4. The pod was worn on the hip/buttocks. It was noted that the cannula was bent. Hyperglycemia treated with a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.